Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The device was not returned. The cause of the positioning issue was use related due to CPR being done per clinical review. Data logs were reviewed and suction alarms, low pump flow observed with placement signal trend. The cause of the low pump flow issue was most likely patient condition related per clinical and data log review.

Manufacturer narrative:
The impella device was not returned foe evaluation. However, upon completion of the investigation a supplemental report will be submitted.

Event description:
The user facility reported an impella cp in a 47-year-old male patient for acute myocardial infarction and cardiogenic shock. It was reported that after placement, the impella was found to be positioned incorrectly against the mitral and the device could not be repositioned and was replaced. The team successfully placed a second impella in the patient which supported the patient until care was withdrawn.